Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's. It was reported that the patient had a return of motor symptoms associated with parkinson's. The patient was receiving less than 50% symptom relief at the device pocket. No environmental, external, or patient factors contributed to the issue. An impedance measurement was performed and high impedance (>16,000 ohms) on electrode 11 on the right side. An x-ray was performed and there were no obvious fractures. A surgical revision was performed in which the ins was disconnected and reconnected and the issue was resolved. The impedance measurements after the revision were normal. No further complications were reported or anticipated.